Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). Rite (home choice return instrument test/evaluation) electrical test failed specifications due to earth leakage current failed performance specifications. Internal inspection found signs of fluid ingress to device. External inspection found no issues. Device was powered up and set to run a short therapy but the pump assembly did not activate. Upon inspection of device, fluid was found in the bottle assembly, door assembly and inside of the pump assembly, causing the pump to short and not activate. The assignable cause of the rite electrical test failure was determined to be the shorted pump assembly. The device will be identified to scrap during servicing. The device was subsequently forwarded to service. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test. There was no patient involvement.